Event description:
It has been reported to philips that, flex vision pc does not start up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc does not start up and it hangs at 00.00. Review of the system log files showed malfunctioning of flex vision pc. Fse replaced the flex vision pc including hard drive. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code, device problem code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc does not start up and it hangs at 00.00. Upon functional testing, it was found that flex vision pc occasionally won't boot. Review of the system log files showed malfunctioning of flex vision pc, most likely cause is grabber cards or psu' or empty battery. Fse replaced the flex vision pc including hard drive. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.